Event description:
The customer's mother reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the emergency room visit was around 300 mg/dl. The customer was hospitalized for five days and released. The customer's mother reported that the customer was off of the insulin pump for several days prior to the hospitalization. Caller declined troubleshooting and requested that the insulin pump be replaced. Caller was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked reservoir tube lip.